Event description:
On (B) (6) 2010, the reporter contacted lifescan (lfs) alleging that the lay user/pt's onetouch ultralink meter was displaying inaccurately erratic results. This complaint was classified based on the customer care advocate (cca) documentation. The pt alleged that the product issue began at approx 10:00pm on (B) (6) 2010. The reporter stated that the pt obtained blood glucose results of "194, 46, 599, and 176 mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of at least one of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The cca documented that the pt does not take oral medication to manage his diabetes. Twenty minutes after the alleged meter issue began, the reporter claimed that the pt developed symptoms of confusion and shaky hands. It is not known if the pt was able to test his blood glucose with any meter at the onset of the reported symptoms. The pt was reportedly treated with more food/drink. It is not known who administered the treatment. Per smartscripts, the cca documented that the reporter was using a correct technique for testing with the reported meter. She performed a control solution test that passed. The meter, test strips, and control solution were replaced. This complaint is being reported because the reporter claims that the pt obtained inaccurate erratic reading on the subject meter, reportedly developed symptoms related to a diabetic complication, and required medical treatment suggestive of severe hypoglycemia, after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.